Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was received deployed. Blue discoloration was observed on the shell and valve of the device. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed from seven locations on the radius of the shell. Under microscopic analysis, the seven openings were noted to have striated edges, consistent with device removal activities. Green particles were noted on the inner surface of the slit valve. Lab analysis was not able to replicate the reported event, therefore it has not been possible to determine a root cause for the conditions reported by the user. A device history record review (DHR) was performed for the subject device, and noted the product met all specifications and requirements in effect at the time of manufacture. Device labeling addresses the reported events as follow: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: -intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel or adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery or endoscopic removal could be required. -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus."

Event description:
Reported as: a patient with the orbera intragastric balloon had "abdominal distension, bloating and vomiting after every oral intake." An abdominal ultrasound and upper gi was performed which noted the device was hyperinflated, which impacted the antrum. Device was removed.